Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home-care patient that an occlusion alarm occurred. It was determined that the infusion site was the cause. A blood glucose level of "high 300's" was reported; no ketones were present. A bolus of insulin was needed and the site was also changed. No permanent injury occurred.